Event description:
It was reported that a user operating the ilet in bg run mode observed a fingerstick glucose of 292 mg/dl after announcing dinner earlier when a prior fingerstick was 146 mg/dl, with tubing primed and no visible leakage, and later reported a glucose of 124 mg/dl after education on manually entering bg while awaiting additional cgms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.